Event description:
Patient's legal counsel reported the patient underwent hip arthroplasty utilizing biomet components on (B)(6) 2009. Patient is alleging issue(s) subsequent to implantation; however, the nature of the issue(s) is unknown. There has been no reported revision procedure and no further information has been provided to date.

Event description:
Patient¿s legal counsel reported the patient underwent hip arthroplasty utilizing biomet components on (B)(6) 2009. Patient is alleging issue(s) subsequent to implantation; however, the nature of the issue(s) is unknown. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2011 due to pain and turbid and murky fluid. Medical records indicate there was no wear, alval reaction or infection present. The operative notes confirm that the modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00297).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.